Event description:
It was reported that this right atrial (ra) lead exhibited myopotential noise oversensing. Further testing was recommended. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).